Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2014 due to high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that they treated via manual insulin injection. The customer stated that they were wearing the insulin pump during hospitalization. The customer also mentioned that they had visited the ER approximately four times in the past four years due to blood glucose issues. Troubleshooting was declined for the high blood glucose. The insulin pump will not be returned for analysis.